Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with unknown intravenous and intraperitoneal (ip) antibiotics for the event, which are ongoing. The patient was discharged from the hospital on an unknown date and was recovered from this peritonitis event. Pd therapy was ongoing. The patient reported the doctor wanted to remove the pd catheter and place the patient on hemodialysis; however, the patient declined and therefore will be on ip antibiotics until ¿sometime¿ approximately 2 months from receipt of this report. No additional information is available.